Event description:
The facility representative reported a pump with an over infusion. Information was not provided regarding whether or not the problem occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of over-infusion was not confirmed through evaluation. The evaluation revealed that channel a under-infused, the pump head module was replaced. Channels b and c were within specification.